Event description:
Multiple nyc h+h hospital blood banks have been experiencing "invalid entry" error messages when scanning blood product code or abo/rh labels into the blood bank inventory software, wellsky, necessitating manual entry. The manual entry of product numbers can cause inadvertent clerical mistakes and it also prevents the electronic medical record's blood product administration module's ability to accept the product codes into the emr during transfusion causing workflow disruptions and potential errors. The issue was escalated to wellsky in october 2022 case #(B)(4) wellsky acknowledged that this is a global issue (B)(4): update the system to assure the barcodes on a blood product label will scan and translate all the characters correctly) affecting other customers but have not resolved the problem yet.